Event description:
On 05/29/99, the catheter broke sub-cutaneously & blood was coming out of the patient. Removed & replaced the catheter w/o problems. The pt was receiving saline gravity infusion for hydration.